Manufacturer narrative:
(B)(4). Batch # r5999j. Investigation summary: one photo was provided; the picture shows the proximal end of a gold reload with the staple retainer placed over the top view. The pan can be seen partially detached from the proximal end left side. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. The analysis results showed that one gst60d cartridge reload was returned with 4 double drivers and 1 single driver missing, and 2 double drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from the left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the left superior lobectomy surgery, opened the packing, noted the retaining cap was not in the correct position, it moved forward as the photo shows. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.